Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to a non-tandem infusion set kinked cannula. The infusion set brand and manufacture was not provided. Customer's blood glucose level was not provided. Although requested by tandem technical support, the customer declined to provide additional information regarding the issue.

Manufacturer narrative:
B1, b5, h6.

Event description:
It was reported that the customer was hospitalized due to a non-tandem infusion set kinked cannula. The infusion set brand and manufacturer was not provided. In addition, customer alleged that occlusions occurred; however, occlusion alarms did not annunciate. Although requested by tandem technical support, the customer declined to provide additional information regarding the issue. Customer's blood glucose level was not provided.